Manufacturer narrative:
Date of event: (B)(6) 2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. During further investigation (fi), a visual inspection of the touchscreen revealed no signs of external damage or contamination. The customer¿s ventilator booted into diagnostic mode. The drpt was downloaded and reviewed. No error codes were revealed. An unsuccessful attempt to access the touchscreen diagnostics occurred. An unsuccessful attempt to calibrate the touchscreen occurred. A bad touch was detected. The top housing was removed and a visual inspection of the interior was performed. The interior visual inspection of this customer returned ventilator did not reveal any errors. However, the nec lcd cable assembly had a loose connector on p1. Reseating the pm board cables individually did not correct the calibration failure. The interior inspection of the gui did not reveal any damage. The inspection of the gui cables did not reveal any damage or bad connections. Reseating the gui cables individually did not correct the calibration failure. The fi test touchscreen was installed into the customer gui and the gui was reattached to the fi test vent. An attempt to exercise the screen in the touchscreen diagnostics menu was successfully made. An attempt to calibrate the touch screen was successfully made. The flex circuit resistance verification was attempted and failed on all pins. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The nec lcd cable wire was found to be loose. There was no patient involvement.